Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's ins was overdischarged and therefore could not have an MRI. Additional information was reported that both of the patient's inss are in overdischarge/depleted. The patient is looking into getting their devices removed because he is not getting therapeutic benefit. It was noted that the patient was refused to get an MRI because his ins was in overdischarge and could not put his device into MRI mode. The patient is not interested in getting their device reset. The patient thinks it's been about 8 months since he used his device. The patient's medical history includes chronic neck and back pain. Additional information was reported that the rep spoke to the patient and the patient is unable to get an MRI due to covid19. The patient is intending to have their systems explanted, and stated that he doesn't want to try reprogramming. No further information was reported.